Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received watchdog timeout. The customer¿s blood glucose level was unknown. The customer also stated that the insulin pump was beeping. Troubleshooting was performed for watchdog timeout and noticed that the alarm did not clear. Troubleshooting was continuing for beep anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation device gave a full segment display and constant tone anomaly due to faulty x2 at interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify watchdog timeout alarms due to full segment display.